Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Seven days after the initial peritonitis diagnosis, the patient was hospitalized for the event. On unreported date(s), the patient was treated with reflin injection 1 gram (route, frequency and duration not reported) and tobramycin injection 40 milligrams (route, frequency, and duration not reported) for the peritonitis event. At the time of this report, the patient continued to undergo treatment for the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was hospitalized for the peritonitis and antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.